Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.8-3.6 inr): qc 1: 3.3 inr, 3.2 inr; qc 2: 3.3 inr, 3.2 inr; qc 3: 3.3 inr, 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek pro meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.2 inr. Within 7 hours, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 0.9 inr. No adverse events were alleged to have occurred with the patient. The initial reporter's product was requested for investigation. Relevant retention test strips (lot 364253) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.